Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with mentor memorygel breast implants 700cc. The patient experienced baker grade IV capsular contracture and rupture on the left side and baker grade iii capsular contracture on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 650cc, catalog number 3341505, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Additional information: on 9/5/2019, the product investigation was completed. Device investigation summary: upon visual inspection of the pictures, it was observed that the implant was rupture. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: event - on 10/3/2019, mentor became aware that the explantation date mentioned is incorrect. The patient underwent device removal and replacement on (B)(6) 2019. Manufacturer's reference number: (B)(4).